Event description:
It was reported the pt missed his refill as he did not hear the alarm. The pt experienced withdrawal, trouble breathing, and "felt like he was having a heart attack". The hcp refilled the pump. The alarm was confirmed by telemetry and the pt was able to hear the alarm on an audible test. No further outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.